Manufacturer narrative:
(H3) pending evaluation.

Event description:
It was reported that this patient's hip will be revised. Surgeon wants heads and head trials along with a liner trial that fits a 28 head to use for cup removal.